Event description:
Procedure type: inguinal hernia repair. According to the reporter: when they put the spacemaker in, a round rubber valve went inside the preperitonium.

Manufacturer narrative:
(B)(4).